Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse suspected the interconnect or hv cable might have been at issue. Both were evaluated and found to be within specification. The systems interface pcb, video controller pcb and image processor pcb were reseated during the service call. The system was tested and found to be working as intended and put back into service.